Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of approximately 40 mg/dl. Reportedly, customer is a brittle diabetic and has frequent lows. Additionally, pump data review by tandem technical support shows customer gave a 2 unit bolus prior to the event, which customer acknowledged contributed to the low bg. Bg was treated with intravenous fluids. Reportedly, customer left the ER 2 hours later with customer in stable condition (bg 80-120 mg/dl).